Event description:
It was reported that the surgeon implanted an aq2010v 3 piece silicone lens. The lens trailing haptic tore upon insertion into the eye. The lens was removed. No pt injury. The cartridge model that was used was an aq cartridge fp. The injector model and injector and cartridge lot numbers were not rpovided.